Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged discrepant results compared with the lab and poc monitor. Results as follows:" date: 3/5/2015, inratio: 2.3 (8am), lab: 3.9(11am), 3.5(3pm), poc monitor: ---; 3/5/2015, 1.9, ---, 3.5. Exact time not known but after 3pm. Patient self tester (pst) tested his inr at home and obtained a 2.3 on his inratio2 monitor; 3 hours later he went to the ER for an unspecified issue unrelated to his inr. His inr was tested there via venous draw and the first inr result=3.9 at 11am; then they tested it four hours later before they released him and the inr was 3.5 at 3pm. Patient was not given any medications but after the two venous results at the ER, he was concerned with the accuracy of his inratio. He took his monitor to the doctor's office and was tested on the doctor's poc with a result=3.5; tested on inratio minutes later with an inr result=1.9. Patient self tester's therapeutic range: unknown.